Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not keep accurate time (losing a few minutes each day). There was no impact to the customer's blood glucose level.